Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 107 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.